Event description:
It was initially reported that the pump shut down during a knee procedure. Further info rec'd on 07/10/07 from the nurse in the case, indicates the pump started beeping after approximately 30-40 minutes into the case and gave a pressure fault. Troubleshooting was performed, and the tubing was changed. Right after the procedure, the surgeon noticed the knee had swelled up. The patient suffered compartment syndrome and a fasciotomy was required to resolve the condition. The patient returned to the hosp three days post op to have her incisions closed. This device is used for treatment.

Manufacturer narrative:
The device has been received and the eval is in progress. A follow up report will be submitted upon completion of the investigation.